Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issues on (B)(6) 2026 as the cannula was bent which led to high blood glucose level that was treated with manual injection. The infusion set was in use for less than twelve hours and the site of insertion was abdomen.